Event description:
A paramedic called lifescan (lfs) in 8/2005 and alleged that the facility's meter was missing segments. The paramedics tested a patient's blood glucose on their meter and obtained a result of "28 or 23" mg/dl". They gave the patient glucose and took patient to the hospital. A lab test was performed and the result was 120 mg/dl. The paramedic stated that the glucose given to the patient did not change patient condition; the patient suffers from dementia. It was later discovered that the first digit on the display was missing. The issue was not resolved with troubleshooting and a replacement meter was sent. This complaint is being reported as a malfunction because the meter issue was not resolved and there is no evidence of the meter contributing to a serious injury (the lab result did not reflect a serious injury).